Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise over-sensing was seen on the right ventricular channel of an implantable cardioverter defibrillator (ICD) during its implant procedure. The noise continued even after the second layer of pocket closure. The issue was replicated with manipulation of the pocket. The right ventricular lead was inspected and found to be fully attached to the header. The lead was removed and reattached to the header as a precautionary measure, but the issue still persisted. Testing of the lead through a pacing system analyzer did not produce noise. Thus, the ICD was replaced with a new one to successfully complete the surgery. Patient had no symptoms or consequences as a result of the event.